Manufacturer narrative:
The complaint device was received and evaluated. Visual evaluation revealed that the anchor was missing from the device and the suture included in the returned package was not frayed on either end. Under microscopic observation, it showed that the distal tip was covered with tissue debris but no structural anomalies were detected. This complaint cannot be confirmed. Typically, this failure occurs when the mouth of the anchor is broken, releasing the loop from its place in the anchor. Given what was returned, a definitive root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). See report for product information received. The lot number is not available. Awaiting device return.

Event description:
During a surgery today at (B)(6) hospital, (B)(6) (surgeon-dr.(B)(6)),we experienced a problem with one lupine loop plus anchor(cat no.210708). After drilling a hole into the glenoid, and after inserting an anchor into it, the loop of the anchor moved out of the anchor, and the suture with the loop came out. The anchor remained inside the glenoid bone only, thus was wasted. A new anchor was used in a new insertion site in the bone. No time was wasted as extra anchors were available on the operating table. Additional information was received via email from the affiate on (B)(6) 2015. The procedure was bankart repair. The anchor is still implanted as the loop of the anchor opened up during the insertion. The opened loop and the suture along with the inserter will be sent to you for investigation.